Event description:
It was reported that deflation issue occurred. The 100% stenosed target lesion with a bend of <45 degrees was located in an arteriovenous fistula in a non-tortuous and severely calcified vein. A 12.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, after the second inflation, it was noticed that the deflation time was too much slow. Eventually, the balloon was deflated and was pulled out intact from the patient's body for few seconds. No visible pinhole was noted on the balloon material. The procedure was completed with this device. No patient complications were reported.